Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 8.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. However, the pump had a cracked case at the display window corner and a cracked reservoir tube lip.